Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the physician had given the patient a holter monitor due to occasionally feeling dizzy. The patient presented after experiencing these symptoms and review of the holter monitor data showed intermittent right ventricular (rv) loss of capture (loc) for this pacemaker dependent patient. The sensing was noted to be at 5.5 millivolts. The patient also goes in and out of atrial flutter and atrial fibrillation (af). Boston scientific technical services (ts) was consulted and had the field representative perform aggressive isometrics including pocket manipulation along with reprogramming the sensing down to 2.5 mv, which did not elicite any more or less signals. The pacemaker was temporarily reprogrammed to pace in both the atrium and ventricle, but not sense in either chamber. The patient was fitted with another holter monitor. One month later review of the holter monitor report showed a 22 second pause while the patient was sleeping. Pacing spikes were observed on the holter report but no qrs complex. The patient was also noted to be in af. Subsequently a revision procedure was performed. During the revision the rv lead was surgically abandoned and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.